Manufacturer narrative:
Device has not been returned for eval.

Event description:
It was reported that the spring broke off during CABG procedure. X-ray ordered and read as negative for the spring. Pt was taken to ICU for CABG protocol. Subsequent CT confirmed presence of spring in chest cavity. Surgeon removed spring from cavity on the same date as CABG procedure. Pt reportedly had good healing and was released home. No pt complications have been reported.